Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device has not been returned for evaluation. The complaints could not be confirmed, and the event cause could not be determined. (B)(4).

Event description:
Medtronic (covidien) received report that during a flow diversion procedure, the distal portion of a marksman catheter broke along a vessel curve. There was no report of patient injury.